Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 60 mg/dl. The customer stated that she says she was going to bolus and when she hit the up button the numbers kept going non stop so she took battery out and when she put battery back in she got button error alarm. The customer was asked if she recalls any significant events leading to the alarm and said no. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on display window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.